Event description:
It was reported that the ilet¿s screen was cracked to the point of being unresponsive, resulting in loss of user interface function and necessitating device replacement. Symptoms included none, and blood glucose was reported in range without hypoglycemia or hyperglycemia. Outcomes included temporary interruption of ilet therapy and use of an alternative insulin therapy without clinical sequelae or hospitalization. Investigation included receipt of the device for evaluation. Investigation of this device revealed physical damage to the display assembly consistent with impact, aligning with a user-handling event rather than an in-use device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical stress.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.